Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial right tha was performed. Subsequently the patient was revised due to pain and elevated metal ions. During the revision, a large amount of ho was excised from the acetabulum and some wear discoloration was present. Black trunnionosis was present on the femoral head and trunnion of the stem. The head and liner were replaced with no complications. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant products: catalog#: 00620205422 shell porous with cluster holes 54 mm lot#: 61180463. Catalog#: 7354-02-203 stem nh collared 12/14 3 r lot#: . Catalog#: 00630505036 liner standard 3.5 mm offset 36 mm i.d. Lot#: 61245046. Catalog#: 00625006515 bone scr 6.5x15 self-tap lot#: 6124639. The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-01709, 0001822565-2021-03018.

Event description:
It was reported that the patient underwent a revision procedure approximately 10 years post implantation due to pain, elevated metal ions, and trunnionosis. During the revision, extensive heterotopic ossification and scar tissue was removed. Wear discoloration was noted on the acetabulum, but it was left in place. Only the head and liner were exchanged without complication.